Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "extrusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: extrusion.

Event description:
Healthcare professional reported right side extrusion. Device has been explanted.

Event description:
Healthcare professional reported, right side extrusion. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, opening. A microscopic analysis was performed which identify, a striated edge opening. Based on the device analysis, the final assessment is: a striated edge opening on anterior side assessed, as surgical damage.